Manufacturer narrative:
Manufacturer evaluation: investigation on-going. Should relevant additional / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a steam ster locks orange (part # us906) was used to secure a sterilization container. According to the complainant, the indicator dot failed to transition to its post sterilization color. The complaint device has been returned to the manufacturer for evaluation. No patient involvement.

Event description:
Investigation complete.

Manufacturer narrative:
Manufacturing site evaluation: inspection of the returned product showed a slightly lighter and darker blue chemical indicator dot within the samples. It is unclear as to the source of the variation of color found in the finished devices. Testing of the returned product was conducted. The transition color seen in the exposed samples returned from the customer, a light blue/grey, was not able to be replicated in the internal testing. The darker indicators transitioned to the expected color when exposed to a sterilization process. The slightly lighter indicator dots did not transition as dark as expected, but still changed from the initial blue color. The device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. The most likely root cause for unexpected color transition and stability could be the result of ineffective cycle conditions, improper storage, or inadvertent exposure to residual sterilant or chemicals.